Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device. The breath delivery unit (bdu) printed circuit board (pcb) was replaced. The ventilator passed all the required testing.

Event description:
It was reported that the ventilator had a loss of communication issue. There was no patient connected to the device when the event occurred.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.